Manufacturer narrative:
(B)(4). Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
Account reported having suction loss during laser firing after capsulotomy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: in the initial report it was reported the system 510k number was k121091; however, the product involved in this event is an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091.